Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10d23069 and h10e2802 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(4) regarding a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The nurse stated the peritonitis with (B)(6) was unrelated to pd therapy.

Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm. According to the facility, this event occurred during programming/setup. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.